Manufacturer narrative:
This device was not returned to mmdg and therefore could not be evaluated. This complaint occurred while the device was in use with a pediatric patient. While no harm or adverse effect to the patient was reported mmdg considers all instances of overrun with a pediatric patient reportable.

Event description:
The initial reporter stated that the pump is not sensing air in tubing and pumping air. She states that she is using breast milk and that as it cools off, it seems to stick to the tubing. Mmdg did follow up with the initial reporter and they stated that the patient did not experience any adverse events and was doing fine after the event. The air never reached the patient because the patients mother was watching the pump and was able to stop it before that occurred. (B)(4).